Event description:
It was reported that the physician was not aware that the device had been programmed to vvi 40 bpm, and inquired on the time and date of the programming. The device was reprogrammed and remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No complaint of device malfunction. The device was interrogated (B)(6) 2010, 15:35 ( 3:35 pm) and (B)(6) 2010 12:35 pm. It was noted that the histograms, the prior to last sessions, shows 99.2 % atrial sense-ventricular sense beats, which changed to 99.5 % atrial pace-ventricular sense beats from (B)(6).